Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported report right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified puncture in the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a puncture opening on anterior assessed to surgical damage like." Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6.

Event description:
Health care professional reported report right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.